Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00406. It was reported the patient underwent a trial implant procedure on (B)(6) 2017. Two days later, the patient began to experience leg weakness. As a result, both leads were removed on (B)(6) 2017. The patient was sent for an MRI but the results are unknown. The patient plans to move forward with a permanent implant procedure.